Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer changed the cartridge and resumed insulin therapy. Customer¿s blood glucose (bg) level was 122-156 mg/dl.